Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, abdominal sacropoplexy, para vaginal repair and posterior repair.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. Although it was not listed in the complaint, mesh was also implanted on (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/28/2017 (B)(4). It was reported that following insertion the patient experienced dribbling, urinary frequency, hesitancy, urinary retention, nocturia, and urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced exposure of urinary problems, recurrence, dyspareunia, infection, and bleeding.